Event description:
The complainant reported that the physician attempted to place an enteral feeding device in a patient (age and gender unknown), but when the button was inserted into the fistula using the obturator, the physician noticed that it felt odd. The physician then attempted to remove the button, but when removed it was observed that a portion of the button had become detached from the device and that portion had possibly remained in the patient. However, this was unable to be confirmed although the physician had performed a CT scan of the patient's chest and abdominal regions, and the missing part was not located in either patient region. The complainant indicated that if the missing part had indeed remained in the patient, it has now been defecated by the patient. A replacement device was successfully placed in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem.